Event description:
It was reported that the customer received a compromised force sensor system alarm. His/her blood glucose level was 8.2 mmol/l. Insulin was shooting out. The customer could not prime or rewind his/her insulin pump. The drive support cap was protruded. He/she was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.